Event description:
The reporter indicated that upon the successful deployment of the stent, the catheter was removed through a 7x65mm sheath in the appropriate manner. The physician had difficulty removing the catheter and commented that he may have kinked the sheath. Upon insertion of a 5x120 balloon post removal of the catheter, it was noticed under fluoroscopy that the marker bands from the catheter had come off and were on the wire. The physician successfully threaded a 5x120 balloon through both marker bands and retrieved them. There was no adverse pt consequence noted and the physician proceeded to complete the case with successful post dilation and an additional placement of an iliac stent.

Manufacturer narrative:
The catheter was returned and analyzed. There were no anomalies and no kinking of the sheath noted. A review of the device history records was performed and no anomalies were noted that would have led to the reported malfunction. Complaint files were reviewed and there have been 7 previous reports of this type (marker bands moving or dislodging). All events were related to the use of one sheath (same manufacturer and same brand name). There have been no serious injuries or deaths related to these events. In a similar case where the stent delivery catheter and the introducer sheath (another manufacturers) were returned for analysis, the supera stent delivery catheter's dimensions were measured and found to be within its specifications. The introducer sheath's valve was measured and found to be below its labeled nominal dimension. It is unk what the minimum and maximum dimensions are for the introducer sheath. Analysis concluded that when the supera catheter is placed into the introducer sheath, it wasn't able to move freely. This resulted in the sheath catching the marker bands causing them to move on the catheter. The manufacturer of the introducer sheath has been informed of these events.